Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The device log was reviewed and four air alarms were found during the reported time of event which confirms the complaint description. The reported device was sent back to brézins for investigation. Several tests related to air detection and flowrate measurement were carried out and all performed successfully. All values were conformed to IFU specifications. No technical or functional cause could be identified and the reported event could not be reproduced. However, internal visual check found some slight oxydation visible on air sensor ceramics. This can decrease the air detection level and by consequence, can trigger random unexpected alarms. Also depending on parenteral nutrition product used, micro bubbles can be formed in front of air sensor and causes unwanted alarms. An increase of bubble filter value could be tested (100 -> 250 l) by the user. Although the device worked as expecting during testing, according to the investigation result the root cause of this event is likely due to a defective air sensor therefore the replacement of the air sensor sub-assembly is recommended as a measure of precaution. To our knowledge this complaint was not related to patient harm. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Pump is alarming for air bubbles. More information is needed to complete the investigation.